Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect return of the device for analysis. During the use of a precise pro rx carotid stent system, the tuohy was slightly loosed as the physician prepared to put the stent into the sheath. He then tried to tighten it, but it would not tighten and the pin and pull delivery system deployed outside the body. There was no report of patient injury. The tuohy was not closed when the device was flushed. The physician is not aware if the tuohy was open while in the plastic tray, but the minute it was taken out the stent started to deploy in his hand. A stopcock was not connected before flushing. One non-sterile precise pro rx us carotid syst 7 x 40mm was received coiled inside in plastic bag. Unit was received deployed. No other damages could be observed. Although the stent was not received; functional test (deployment process) was performed according to procedure and no anomalies were found. The hemostasis valve could be tightened without any problem. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure ¿sds-deployment difficulty-premature/during prep" by the customer was confirmed since the unit was received deployed. The cause of the failure could not be conclusively determined. Handling and procedural factors could be contributed to the premature deployment. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Controls are in place to prevent units leave the facility with this condition. Therefore no actions were taken. The failure reported ¿hemostasis valve - unable to tighten¿ by the customer was not confirmed since no anomalies were found during functional analysis. Analysis of the returned device did not confirm the inability to tighten the valve. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The precise pro rx is packaged with the tuohy borst valve in the open position. This valve must be closed after prepping the device and before removal from the packaging tray. If it is not closed prior to removal it is possible that the stent can pre-maturely deploy during removal from the packaging. With the information available it is not possible to draw a clinical conclusion between the device and the reported event. However, procedural factors may have contributed to the reported event.

Manufacturer narrative:
Complaint conclusion: during the use of a precise pro rx carotid stent system, the touhy was slightly loosed as the physician prepared to put the stent into the sheath. He then tried to tighten it, but it would not tighten and the pin and pull delivery system deployed outside the body. There was no report of patient injury. The touhy was not closed when the device was flushed. The physician is not aware if the touhy was open while in the plastic tray, but the minute it was taken out the stent started to deploy in his hand. A stopcock was not connected before flushing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15788402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. The precise pro rx is packaged with the touhy borst valve in the open position. This valve must be closed after prepping the device and before removal from the packaging tray. If it is not closed prior to removal it is possible that the stent can pre-maturely deploy during removal from the packaging. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
During the use of a precise pro rx carotid stent system, the tuohy was slightly loosed as the physician prepared to put the stent into the sheath. He then tried to tighten it, but it would not tighten and the pin and pull delivery system deployed outside the body. There was no report of patient injury. The tuohy was not closed when the device was flushed. The physician is not aware if the tuohy was open while in the plastic tray, but the minute it was taken out; the stent started to deploy in his hand. A stopcock was not connected before flushing.